Event description:
It was reported that a patient underwent a midline laparotomy restoration of intestine continuity with protective ileostomy conditioning procedure on (B)(6) 2012 and continuous suture was used on the fascia tissue. On (B)(6) 2012, the clamp was removed. On (B)(6) 2012, the patient developed a wound dehiscence 45 cm long x 2 cm deep x 2 cm wide. The patient underwent a reoperation on (B)(6) 2012. Currently, the patient's wound is healing well.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.